Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently stored two untreated episodes of t-wave over-sensing. Boston scientific technical services (ts) was contacted and discussed that the t-wave over-sensing occurred due to a conduction block while the patient was in atrial fibrillation. It was recommended to evaluate the patient in-clinic to troubleshoot the performance of other vectors. Recently, the patient received eight inappropriate shocks due to t-wave over-sensing. It was noted that the patient had been seen in-clinic prior to the inappropriate therapy and the recommended troubleshooting was performed. The same vector had been chosen. Ts was contacted again and recommended a system replacement procedure. In the meantime, the physician elected to turn off device therapies pending a right hip replacement procedure. It was noted that there was the device will likely be left in situ and a concomitant pacemaker system will be implanted. Furthermore, it was discussed that the patient had a capped lead due to a suspected fracture, but it is currently unknown if the lead is a boston scientific product. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as oversensing is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently stored two untreated episodes of t-wave over-sensing. Boston scientific technical services (ts) was contacted and discussed that the t-wave over-sensing occurred due to a conduction block while the patient was in atrial fibrillation. It was recommended to evaluate the patient in-clinic to troubleshoot the performance of other vectors. Recently, the patient received eight inappropriate shocks due to t-wave over-sensing. It was noted that the patient had been seen in-clinic prior to the inappropriate therapy and the recommended troubleshooting was performed. The same vector had been chosen. Ts was contacted again and recommended a system replacement procedure. In the meantime, the physician elected to turn off device therapies pending a right hip replacement procedure. It was noted that there was the device will likely be left in situ and a concomitant pacemaker system will be implanted. Furthermore, it was discussed that the patient had a capped lead due to a suspected fracture, but it is unknown if the lead is a boston scientific product. The physician elected to turn the device's therapies back on and is continuing to monitor. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.